Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred immediately at the onset of a patient¿s hemodialysis (hd) treatment. The blood leak alarm went off as soon as blood reached the dialyzer. The patient was dialyzing on a fresenius 2008t machine, with fresenius bloodlines. The blood leak was visually observed in the dialysate compartment of the dialyzer. Blood test strips were not used; the nurse stated the blood leak was obvious and reported that the use of blood leak test strips were deemed unnecessary. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed treatment after being re-setup with new supplies on a different machine. The complaint device was retained by the user facility and is available to be sent back to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer. During the gross visual examination, a delamination was observed on the non-cavity ID end of the dialyzer, located approximately between 350 degrees and 10 degrees with the dialysate ports positioned at 0 degrees. No other damage was noted on the returned device. The sample was not subjected to a laboratory leak test as a delamination is known to effect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Due to the delamination noted on the non-cavity ID end of the dialyzer, the investigation into the complaint was able to confirm the reported event.